Manufacturer narrative:
This report is submitted on june 15, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The serial number of the device has been corrected to (B)(6). Result of device analysis indicated device failure. Device analysis report is attached. This report is submitted on september 22, 2021.